Manufacturer narrative:
Insulin pump passed the displacement test and active current measurement. However, insulin pump failed the sleep current measurement and confirmed power error due to non-sleep anomaly software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported that customer received a power error. Customer's blood glucose was unknown. This was a recurrence because power error troubleshooting was already done within a week of this one. Customer was advised that insulin pump would need to be replaced. The pump will be returned for analysis.